Event description:
It was reported that a large volume infusor leaked before use. The leak was noted upon unpacking the device, when the fluid was noted in the overpouch. The reporter stated that they did not notice any issues with the packaging and did not know the source of the leak. The device was filled with 4400 mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between april 18, 2014 - april 19, 2014. Evaluation summary: baxter received the unit for evaluation with fluid in the packaging. Visual inspection identified an untightened blue winged luer cap. A functional leak test was performed, the blue winged cap was tightened, and the unit was monitored. The next day, no signs of leak were observed at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.